Event description:
The "leak in iab circuit" alarm sounded from the system 97 pump and the iab was removed. A second was inserted into the pt. On 8/25/97, datascope was notified that the iab was discarded by the facility and would not be returned for evaluation. Event complications: none from the event - rpt'd 2/25/97. Pt current status: unk - rpt'd 2/25/97.

Manufacturer narrative:
Evaluation: the product was not returned to datascope for evaluation. The item was discarded by the hospital.